Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reloaded the cartridge and continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was 222mg/dl.